Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female in acute myocardial infarction cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 pump was unable to cross the aortic valve during attempted delivery. After multiple failed attempts, the decision was made to abort the implant. Venous-arterial extracorporeal membrane oxygenation (va ECMO) was subsequently placed for patient support. There was no patient harm reported.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since patient had small femoral vessels and since the md was unable to cross aortic valve with catheter and wire.